Event description:
During evaluation of this device at the philips repair bench the device showed a service required message with ECG bias error. There was no patient involvement.

Manufacturer narrative:
(B)(4).